Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was implanted with a neurostimulator for gastrointestinal/pelvic floor issues. It was reported that a warning por message was seen and the patient has a lot of pain at the implantable neurostimulator (ins) site. The patient also reported that the pain at the ins site causes her to fall. It was noted that the patient was recently exposed to a medical test or emi environment; the patient visited her father in the hospital. On the same day of the report, additional information was from a healthcare professional. The por message was also seen and an eos message was seen as well when interrogating the device. It was also reported that the patient has been having intermittent pain at the pocket site. It was noted that with palpation around the ins site, it did not reproduce the severe pain. Also, the ins was sticking out more and close to the skin. There were no further complications or anticipations reported with this event.